Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with pulmonary embolism had a vena cava filter placed in an infrarenal location. The patient tolerated the procedure well. Approximately eight years six months post filter placement, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and an inferior venacavagram demonstrated the absence of thrombus and the filter was shown to lie at the l1 superior endplate. Multiple attempts to retrieve the filter were unsuccessful and the filter was left with the cone lying at the inferior endplate of t12. Final angiography showed an intact filter, lying below the renal veins, and no extravasation of contrast. The patient tolerated the procedure well. The current condition of the patient and status of the filter are unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current patient status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current patient status is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6,b7,d4(expiry date: 09/2008)g3,h6(device). H11: b1,g1,h1,h6(patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years and six months of post-deployment, bard g2 filter was attempted for removal. The right internal jugular vein was accessed with an 8f sheath through which a 5 french catheter was placed with the distal extent in the right common iliac vein. An inferior vena cavagram was performed which showed that there was normal anatomical relation between the inferior vena cava, renal veins and left common iliac vein. Also, there was absence of thrombus documented, and the filter was shown to lie at the l1 superior endplate. Then the catheter was removed over a wire and the bard g2 recovery sheath was placed over the wire. Next, the grasping cone was placed into the sheath and opened above the filter cone. The filter cone was grasped several tines and one side was freed. However, the entire filter would not pull into the parent sheath. Thus, the filter was left with the cone which was now lying at the inferior endplate of t12.i.e, the filter moved from the superior l1 endplate to the inferior t12 endplate. An angiography was performed which showed an intact filter, lying below the renal veins, and there was no extravasation of contrast. Finally, the retrieval attempt was unsuccessful with successful repositioning of the inferior vena cava filter. Around, three years and five months later, a computed tomography of abdomen was performed for inferior vena cava filter evaluation. The study showed that half of the inferior vena cava filter was above the renal veins and there were only five filter arms as there should be six arms. Therefore, one arm was missing which represented a fracture with a migrated arm. The study also showed that the filter was tilted anteriorly with its cone lying on the wall of the inferior vena cava possibly embedded in it. Around, six months later, computed tomography of abdomen was performed for abdominal pain. The study showed that there was an inferior vena cava filter present which was positioned somewhat higher than normally expected above the renal veins. Around, one month and one week later, the patient reached for consultation regarding abdominal pain. It was reported that post filter implantation the patient experienced problems due to which she was consulted at a hospital for removal, and it was attempted but was unsuccessful and the filter was moved to the level of renal veins. After that the patient reported persistent abdominal pain and discomfort with it the patient would like the filter to be removed and because of that the patient was here for the present consultation. The patient brought computed tomography (abdomen and pelvis) reports which showed that the filter was at the level of the renal veins and some of the prongs were seen outside inferior vena cava. Around, one month and two weeks later, through the right internal jugular vein approach, the bard g2 filter was removed. However, a preoperative computed tomography demonstrated what looked like a bard g2 filter which was missing a strut. During removal procedure, the right internal jugular vein was accessed, and a benson was passed through the right atrium into the inferior vena cava beyond the filter. Then a 10 french clover snare sheath was placed at the level of the filter and a cavogram was performed which demonstrated no clot within the filter. A 14 french sheath was placed over an amplatz wire, and a long soft angled glide wire was passed around the filter. Then the clover snare was placed and was used to snare the end of the glide wire. Then the wire was exterialized and the clover snare sheath was placed over the two wires by which the filter was extracted in to the 14 french sheath. Finally, the filter was extracted from the sheath and was found with eleven struts as previously demonstrated on a computed tomography scan. Then the filter was sent for pathology. The pathology diagnosis described there was an inferior vena cava filter device with wires coming out of it and the device has a pointy base that measures 0.6*0.1 cm. Also, there were eleven thin silver wires coming out from the structure and the silver wires were 3-3.8 cm in thickness with some bloody content stuck to the base of the structure. After, six days, an x-ray of chest was performed for chest pain. The study showed that there was a 3 cm long thin metallic focusing the left lower lobe of lung, likely a fractured inferior vena cava filter leg. A computed tomography angiogram of chest was also performed for chest pain on the same day. The study showed that there was a linear radiopacity in the left lower lobe of lung, that may represent an inferior vena cava filter leg. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt, filter migration, filter limb detachment, and retrieval difficulties. However, the investigation inconclusive for unintended movement of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. H10: d4(expiry date: 09/2008), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years and six months post filter placement, the filter cone was grasped several times and one side was freed. However, the entire filter would not pull into the parent sheath. Thus the filter was left with the cone now lying at the inferior endplate of t12. Therefore, based on the provided medical records, the investigation is confirmed for retrieval difficulties and unintended movement of the filter. Per the provided medical records, the filter was noted to have moved locations on imaging taken after the retrieval attempt. Therefore, the retrieval difficulties likely caused the filter to move. However, the definitive root cause of the retrieval difficulties is unknown. Labeling review:the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter. After the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current patient status is unknown.